Event description:
It was reported that a spectrum infusion pump failed downstream occlusion test in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed downstream occlusion test" was not reproduced. Device was sent for downstream occlusion testing with passing results. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No pump correction required. Should additional relevant information become available, a supplemental report will be submitted.